Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos) about two months post implant. The lead was reprogrammed at that time. The lead remains in use. No further patient complications have been reported as a result of this event.